Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found residue on lens and lens has a curved shape. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.50/1.5/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. "The patient was dissatisfied with too much visual acuity." The lens was removed and exchanged on (B)(6) 2020 with a same size, "lower power lens." This resolved the problem. Cause of the event is reported as patient related factor.